Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that on the first day of ilet use the patient experienced hypoglycemia confirmed by fingerstick at 53 mg/dl, which was corrected with candy, crackers, and orange juice within approximately 30 minutes; the device was functioning and the user received education that the system adapts insulin needs over time and to treat glucose below 70 mg/dl. Symptoms included low blood glucose without loss of consciousness, dizziness, or other acute complications. Outcomes included resolution without medical intervention, hospitalization, or ketone testing. Investigation included complaint intake review and user education regarding system adaptation and hypoglycemia treatment. Investigation of this case revealed no device malfunction and an event consistent with early-use adaptation while the system learns individualized insulin requirements. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to physiologic adaptation rather than device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.